Event description:
The customer contact reported a tubing separation. Prior to pt use, the nurse gave a "gentle tug" on the extension set and the clave separated from the tubing.

Manufacturer narrative:
The device was received. Investigation is not complete.